Event description:
As reported by an affiliate, a physician was unable to maintain vacuum on a 3.5 x 8mm cypher select+ due to a crack in the luer hub. The event occurred during use in a pt, but there was no reported pt injury.

Manufacturer narrative:
Return of the product for analysis is anticipated, but the product has not yet been returned. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.